Manufacturer narrative:
The patient is (B)(6) inches in height. An event regarding loosening involving a eius uni knee med fem lm/rl was reported. The event was confirmed. Device evaluation and results: material analysis completed on the returned devices concluded; burnishing, scratching, third body indentation and abrasion were observed on the tibial insert component and are commonly identified damage modes on uhmwpe inserts. It is likely that bone and bone cement were in cyclic contact with the articulating surface of the tibial insert, causing the abrasion and third body damage. This condition may have been caused by excessive bone cement or bone overhanging the side of the femoral component. No material or manufacturing defects were observed on the device features evaluated. Medical records received and evaluation: medical reviewed of the records provided concluded; root cause of failure is an adverse mix of patient-related (obesity and disease progress) and procedure-related failure mechanisms (femoral and tibial component malposition) causing overload on the implanted components fully compatible with all findings of the mar. As such this pi case is not device-related. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the reported loosening was caused by a mix of patient-related obesity and disease progression and procedure-related failure mechanisms of femoral and tibial component malposition causing overload on the implanted components. It is noted that a product field action in the form of a reportable product recall was initiated for eius knee components and that the eius knee system was made obsolete in (B)(6) 2011.

Event description:
It was reported that there was a failed loose implant.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown femur. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that there was a failed loose implant.